Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarmed during testing. The pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside of the device and passed. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received two motor errors in 3 weeks. The customer was advised to return the pump with battery and zero out the basal rates. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.